Event description:
It was reported that this patient with this right atrial (ra) exhibited atrial under sensing. This ra lead remains service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).